Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and lancing device, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported the freestyle lancing device ii of the adc meter was not working as it did not penetrate the skin when the finger was pricked and was unable to test and therefore experienced "dizziness, cold, fatigue and loss of consciousness". It was further reported that customer self-treated with coca cola before losing consciousness and no further treatment was reported. There was no report of death or permanent injury associated with this event.